Event description:
Related manufacturer reference number: 2017865-2025-14684. It was reported that the patient presented in clinic for aveir dr leadless pacemaker (lp) implant procedure. During the procedure, the atrial lp had become dislodged during tension testing. It was noted that the patient suddenly experienced a drop in blood pressure. Transthoracic echo revealed pericardial effusion due to micro-perforation caused by the atrial lp. Pericardiocentesis and sternotomy was performed. The procedure was completed successfully despite the procedural complications. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.